Manufacturer narrative:
D4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The microswitch was bent. The technician started with a visual inspection then filled tank with water, attached temperature check. Plugged in line cord and turned on the power switch the technician could not be duplicated. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The technician replaced bent microswitch.no causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 doesn't temp properly. No patient adverse events reported.